Manufacturer narrative:
The complaint on the mc33150 could not be confirmed by the investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 13624360 was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
It was reported that a 7" (18cm) appx 0.24ml, smallbore pressure infusion (400psig) ext set w/microclave¿ clear, purple clamp, rotating luer experienced a crack that resulted in a leak during patient use. As per the report, a microclave on peripherally inserted central catheter (PICC) found to be cracked and leaking. Able to change the clave, no adverse effects or outcome.

Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.